Event description:
It was reported that during a breast biopsy, that when attempting to deploy the clip, the stylet was pulled out of the probe and the plastic tip sheared off and the collagen marker was intack. The technician was unable to identify if the plastic tip is in the pt's breast.